Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post operative that both the right atrial (ra) lead and right ventricular (rv) leads slack was pulled back, this in turn led to intermittent high thresholds on both the ra and rv leads. The physician intervened and added some slack to the leads, the ra and rv leads remain in use. No patient complications have been reported as a result of this event.